Event description:
Event description cpi received information that the implantable pulse generator (ipg) of this pacemaker dependent patient is exhibiting the elective replacement time (ert) indicator and functions in the ssir mode. The battery status is 'good' with a magnet rate of 100 ppm and a battery voltage of 2.68v. The physician has elected to explant the ipg.